Manufacturer narrative:
The colonovideoscope was returned to an olympus service center for evaluation. The device inspection found the foreign object in the biopsy channel was a syringe tip. The syringe tip was removed. Additionally, the angle wire ¿up¿ direction was out of specification due to wear of the angle-wire. The distal end was found to be scratched and the adhesive was worn. The light guide lens was discolored and scratched. The light guide bundle was out of specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that a foreign object was observed in the entrance of the biopsy channel of the colonovideoscope. The event occurred during a non-specified diagnostic procedure. The device was not used on the patient. There was no delay in the procedure and the procedure was completed using another device. There was no report of patient harm due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. According to the investigation results, there was a report that syringe tip became broken and remained inside the biopsy channel port during manual cleaning. Accordingly, the cause was presumed that facility staff was less trained in reprocessing and/or device handling in accordance with the instructions for use (IFU). The user can detect foreign material in the biopsy channel before procedure and prevent the suggested event for the following statement of IFU (operation manual): ¿1 insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2 confirm that the endo therapy accessory can be withdrawn smoothly from the biopsy valve.¿ olympus will continue to monitor field performance for this device.